Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The device was not noted to be stripped or damaged. The hex head was also slightly worn, but functional. The returned part met specification where measured to drawing ref (B)(4). Therefore the reported event could not be verified. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI: (B)(4).

Event description:
It was reported that the healing collar kept coming out of the patient's mouth. Dentist is unsure if it is stripped or damaged. Another healing collar was placed. Tooth location #30.